Manufacturer narrative:
The investigation found service maintenance was overdue and had not been performed as required. The field service engineer performed the missing service maintenance which appeared to resolve the issue. The customer has had no further issues.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable phos2 phosphate ver.2 result for one patient sample from the cobas 8000 c702 module. The initial result was 7.50 mg/dl and the repeat result was 2.68 mg/dl. The repeat result was believed to be correct and was reported outside of the laboratory. The repeat result from another analyzer in the laboratory was 2.97 mg/dl. The reagent lot number was 482732.